Event description:
A caller reported receiving a minimum fill notification. There was no adverse impact to the customer's blood glucose level. Reportedly, the cartridge was changed to address the issue.